Event description:
Information was received indicating that during bench testing, a smiths medical cadd ms3 pump exhibited system fault and has a damaged case. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found it to have a damaged front and rear housing. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. The pump was found to be displaying "112" error code message on power up. Testing was performed and found the push rod would not move forward. Further investigation found the source of the issue to be the motor. The problem source however has been determined to be unknown.